Event description:
An aneurx bifurcated stent graft and its components including three aortic cuffs were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm 24 months post stent graft implantation a request for a talent aortic cuff was requested. Aneurysm morphology time of implant is unknown. It was reported that during a routine follow-up CT imaging revealed a type I endoleak where the aortic cuff had separated from the bifurcated stent graft. It was reported that the physician requested information regarding a talent aortic cuff to repair the aneurx stent graft. The patient has severe copd and is considered a poor candidate for open surgical repair. Per medtronic talent aortic cuff approved protocol, medtronic sent the site the documentation required for each request to complete for approval for the talent aortic cuff trial. However, the requester did not return the required documentation; therefore no talent aortic cuff trial device was sent. There was no further information provided to medtronic about the request for the device or the details of the patient relating to the aneurx device.